Event description:
Lap chole - "jammed during procedure while stopping a bleeder."

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 80.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.